Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, vessel dissection occurred. Access was obtained via the femoral artery. The 3.5x20mm , 90% stenosed, concentric, de novo lesion was located in the uncalcified, mildly tortuous right coronary artery. The physician pre-dilated the target lesion with a 3.5x24 non-bsc device. The physician then implanted the 2.5x24mm promus element stent in the target lesion and it was noted that there was a dissection from the mid to distal section if the stent. To treat the dissection, the physician implanted and overlapped a 3.0x38 promus element stent and a 3.5x24 promus element stent. The procedure was completed by postdilating with a non-bsc device. No additional patient compactions were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).